Manufacturer narrative:
(B)(4): subject device is not available.

Event description:
It was reported that after placement of the balloon through a pipeline embolization device (ped), it leaked from the distal tip. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a kink at 86.1cm from the proximal end of the unit. Additional information obtained indicated that the balloon catheter was confirmed to be in good condition post unpacking and preparation. Therefore, it is probable that the kinked occurred during the procedure. During functional testing, the device was flushed but the flush solution did not exit out of the balloon tip as a result of a blockage in the shaft. The unit was submerged in water for approximately 15 minutes. A 0.014¿ guidewire was inserted through the hub and advanced through the balloon shaft. However, guidewire restriction was encountered at 117cm from the proximal end of the catheter. On extraction of the guidewire it was found that the distal tip had saline. A mandrel was also inserted into the hub of the balloon and it got stuck at 117 cm from the proximal end of the catheter. The balloon could not be inflated as the inner lumen of the catheter remained occluded possibly due to dry saline. Information available confirmed that no issues were encountered during inflation and deflation of the device at the preparation stage, and as per the reported event, the balloon was advanced through a pipeline embolization device (ped) stent. The device directions for use (dfu) warns that the presence of implanted devices such as clips and stents, and anatomical structures or irregularities such as bone fragments or calcifications, may damage the balloon or prevent entry/removal. Therefore, based on this information, a root cause of use/user error has been assigned to this investigation.

Event description:
It was reported that after placement of the balloon through a pipeline embolization device (ped), it leaked from the distal tip. There were no clinical consequences to the patient.